Event description:
The dystonia patient reported they experienced "no effect" after implant and instead experienced a "wound infection in the implant location." It was unknown whether any troubleshooting was performed or if the cause of the event was determined. The device was explanted as a result of the event and the patient's symptoms were improved at the time of report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the infection occurred around (B)(6) 2016. The system was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.